Event description:
Thirteen devices (part #cev649-5b) were returned to mxi service & repair.

Manufacturer narrative:
Complainant/facility: (B)(6). Cev649-5b (lot # unknown) (quantity - (B)(4)) - manufacturing date: unknown. The devices (part #cev649-5b) were evaluated and indicated that the sheathings have shrunk. Note: this MDR is being filed as a result of the internal review of complaints form medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of device returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).